Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening linear on posterior leak test and microscopic analysis was performed which identified: sharp opening on posterior and brown particles inner device. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.